Event description:
It was reported that an unknown IV bag leaked. This occurred during or after filling with an investigational drug made in a pharmacy. The reporter stated that the bag¿s seal was not sealing. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.